Event description:
My husband and I took a rapid covid test, at different times, at the (B)(6) urgent care in (B)(6). Both came out positive which led us to take a pcr test which was confirmed negative. Do not know any other information. This is the (B)(6). FDA safety report ID# (B)(4).